Event description:
The customer reported the coulter lh 780 hematology analyzer was generating incomplete differential results and pc2 flags. While troubleshooting the field service engineer (fse) found a leak around solenoid valve vl63. The volume of the leak was about 0.1 ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) found that solenoid valve vl63 was leaking. The fse replaced the solenoid valve, which repaired the leak, the incomplete differential results and the errors. The repairs were verified per established procedures. (B)(4).